Manufacturer narrative:
The product has not been returned for evaluation. As soon as the device is received, a final analysis will be performed and a supplemental report will be filed accordingly.

Event description:
Per received report: the patient has a history of metastatic non-small cell lung cancer (stage 4), atrial fibrillation, htn, copd. During cavity creation, the outer sheath of the midline osteotome (mlo) got stuck and remained in the vertebral body. An on-control drill (manufactured by another company) was used to drill through the introducer and through the outer sheath of midline osteotome. The tip of the sheath of the mlo broke off and was unretrievable. The remainder of the sheath was removed. Cement was put into the vertebral body around the portion left in the vertebral body. A call was made on (B)(6) 2015 to see how the patient is doing. The patient is doing well. There were some procedural pain at the site (B)(6) in pain scale. On (B)(6) 2015, patient stated that her low back pain was gone and she was doing well, she has then increased activity and taking no pain medication.

Manufacturer narrative:
The customer reported event of the midline osteotome's outer sheath getting stuck in the vertebral body during cavity creation was confirmed. Per product specification, the outer sheath's total length is 126mm. The remaining outer sheath that was received was measured at 102.4mm. Therefore, approximately 23.6mm of the broken tip of the outer sheath could have been left and remained in the vertebral body. The device's distal end is flexible, bending out of stability introducer when deploying. The failure mode and the acute bend observed upon receipt, though definitive cause could not be determined, is similar to the devices that encounter dense or hard bone while being advanced from the tip of the introducer. This is evident of the damage observed on the unit upon receipt. Instruction for use (IFU) 3290 cautions that "the device is not to be used in dense bone". Although there does not appear to be any indication of a product quality deficiency, a definitive cause for the reported issue cannot be determined. All units are 100% visually inspected and tested for its functionality during the manufacturing process. Additionally, a sampling of units is destructively tested to verify the midline osteotome's (mlo) integrity.